Manufacturer narrative:
This supplemental report is being submitted to inform correction to section b5 of the initial emdr submitted. Corrected field: b5 correction to ¿describe event or problem¿ contained irrelevant wording of "it was reported the subject camera head device had" that has been removed.

Event description:
It was observed that during device evaluation, the subject camera head exhibited scope mount corrosion. There was no patient involvement.

Manufacturer narrative:
E3-non health care professional; e2-no. Based on the results of the investigation, it is likely that the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject camera head device had it was observed that during device evaluation, the subject camera head exhibited scope mount corrosion. There was no patient involvement.